Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient was having a lot of problems. They were having a return of symptoms. About 2 weeks prior they were using the bathroom on themselves and didn't know it. The patient was retaining urine. The caller was not with the patient to do troubleshooting on the call, they were going to consider adjusting stimulation to get better relief.